Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).

Event description:
It was reported the patient had an implantable neurostimulator (ins) placed. The ins got rid of the patient's hip and leg pain but she continued to have burning pain in the middle of her back. She had improved pain control until more recently the pain had exacerbated in the low back and leg, and had escalated opioid medications. It was noted the patient felt like it was a little worse then what she had before. It got so bad that she went to the emergency room and had a cat scan, and was given some medication. The patient had to take more medicine and it wasn't helping her. It was noted she didn't really have any radicular pain. Relevant medical history includes other chronic/intract pain(trunk/limbs). She had some limited range of motion in her back and also had some tenderness, but it wasn't severely tender. She appeared to be suffering quite a bit and underwent an epidural steroid injection the lumbar spine, since it had palliated her symptoms somewhat in the past. The hcp hoped the steroid injection would help her get over some of her pain, at least temporarily. Following the procedure the patient's vital signs were stable and the patient was discharged home with a driver without new neural deficit. It was later reported that the patient had their stimulator out.